Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device is not being returned, the distal tip was implanted in the patient and other parts were discarded by the customer, therefore unavailable for a physical evaluation. Excessive force applied during insertion is a possible root cause of the reported problem. However without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. A manufacturing record evaluation was performed for the finished device lot number (6l54743), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported by an affiliate via email, that during a rotator cuff repair, after inserting the 4.5 healix advance br w/o cord, as medial row of the anchor in the humeral head the proximal 2 thirds broke off during insertion. The anchor's distal tip remained seated in the hole with suture intact. The proximal portion removed using arthroscopic graspers. Device was discarded. Additional information reported by the affiliate stated the broken portion of the anchor was removed and the procedure was completed without intervention or surgical delay.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that they have not received any news of adverse effects to the patient and it was their understanding that the distal tip remained in the patient and was functional in the repair.